Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer's mother reported that the insulin pump was consistently returning no delivery alarms. Customer's mother stated that the no delivery alarms occur when the infusion sets are changed. Customer's mother also stated that the customer had a blood glucose level over 600 mg/dl several days before the call. Customer's mother stated that the customer was able to manually push insulin through the tubing, but trying to use the reservoir triggered no delivery alarms. Most recent blood glucose level at the time of the call was 246 mg/dl. No further information was provided.